Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest, sterile water leaked from the foley catheter. Leak location was unknown. (Lot#: ngjs3672) and (lot#: ngjr2162).

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot numbers ngjs3672. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. There were no issues or leaks present. The catheter balloon was able to passively deflate liquid in 1 min 4 sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Complete initial reporter facility name: (B)(6). Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest, sterile water leaked from the foley catheter. Leak location was unknown. (Lot#ngjs3672) and (lot#ngjr2162).